Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a bag of fluid hanging behind the vision side cart (vsc) and it was ruptured. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the system had been dried with towels and they continued using the da vinci system. The isi technical support engineer (tse) asked if the vsc door cover was opened or closed. The csr informed the tse that the vsc door cover had been closed due to the height of the fluid bag. There could be a possible liquid damage. The tse received a photo but was unable to verify. The tse was unable to review the system logs. The customer stated that there had been repeated recoverable faults and the user decided to convert to laparoscopy. Isi followed up with the initial reporter and obtained the following additional/updated information: the fault/error codes were not recorded by the csr at the time. The initial fault was a non recoverable fault. The system restarted successfully and followed by 2 recoverable faults along with a 2nd non-recoverable fault. The faults occurred as the water hit the vsc. The procedure was converted to laparoscopic surgery safely. No additional ports or larger incision were required. The surgery was completed. The patient extubated without issue. The patient was informed of the conversion post procedure. No injury to the patient was reported by the surgeon. The procedure was delayed 15 minutes initially due to the faults and cleaning up water. The patient then underwent a longer procedure laparoscopically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The vision side cart (vsc) was no longer in use. The fse updated and replaced parts on the vsc to resolve the issue. The replaced components are scrap items and will not be returned for failure analysis testing. The system was tested and verified as ready for use.